Event description:
On (B)(6) 2011, the pt's husband reported the pt had been experiencing elevated blood glucose of 500 - 600 mg/dl since using the infusion sets. He stated, she has been getting e4 (occlusion) errors and the infusion sites have been leaking. He believed the lead was due to a product issue and not due to poor insulin absorption. When her blood glucose is elevated she disconnects and primes the infusion tubing. If priming is successful she will bolus 15 - 20 units of insulin to lower her blood glucose. When the infusion site leaks she will change the headset. She has been changing the infusion tubing and headset up to 2 times per day. The pt was sent a different type of infusion set. Upon f/u she stated she had not had a chance to use the new infusion sets but her blood glucose had decreased. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for eval.